Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported via a webform with the adc device and therefore was unable to obtain readings. Customer contact was made and they experienced hypoglycemia and was given oral sugar water for treatment by a non-healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.